Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced red heart alarms. The system controller log file noted speed drops to 0 rpms. The patient was admitted to the hospital to received medication and had a chest/abdomen CT to confirm pump placement. The cts/xrays did not show pump dislodgement or disruption in the integrity of the driveline.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.